Manufacturer narrative:
(B)(4): the complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, after the stent was successfully deployed at the target site, the physician removed the delivery system and noticed the stent exited the patient along with the delivery system. The physician suspected the suture "grasped" the stent from the patient while removing the delivery system. The procedure was completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.